Manufacturer narrative:
There is no data available due to the insulin pump did not have a battery installed when it was received. Unable to verify 10.0 unit bolus anomaly due to no data available in the download history file. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. No bolus anomaly or history anomaly noted. The insulin pump was also monitored for 1 day and no unexpected bolus delivery noted. However, the insulin pump was received with motor error alarm during the occlusion test and unable to prime during the prime test due to faulty force sensor resistor. The insulin pump passed the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion and no delivery tests. The motor passed motor test. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump delivered a bolus of 10.0 units 3 times every half an hour over a period of an hour and a half yesterday. Customer's blood glucose was 22 mmol/l. Customer is currently at school. Caller stated that the customer did not do this accidentally. Caller agreed to replace the pump on the same day.